Manufacturer narrative:
(B)(4). Conclusion code is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an internal hemorrhoids ligation under endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the wire of the device was fractured, and the bands fell off automatically. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.